Event description:
Caller reported a minimum fill notification issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload a cartridge with 80 units or more of insulin remaining, but it did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area and guided them through loading a new cartridge onto the pump. The issue was resolved after successfully loading a second cartridge, and the pump was placed back in its case.